Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was found dislodged a few days after it was first implanted. A physician attempted to reposition the lead but the helix was unable to be re-extended. As result, the lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.